Event description:
During the priming operation, the console was showing a "high pressure, low flow" alarm. A back-up console was used and there was no impact on the pt. Field service will be examining the console on-site.